Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
O ring was not holding on neck trial.

Manufacturer narrative:
An event regarding damage involving an uhr trial was reported. Conclusion: the visual inspection and an examination of the returned device with material analysis engineer noted that the damage is consistent with contact against a trunnion. The device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
O ring was not holding on neck trial.